Event description:
It was reported that the customer had a low reservoir warning yesterday. Customer stated that later that day, she did not receive another alarm even though the reservoir was empty. Customer's alarm history was reviewed and it showed a low reservoir alarm from yesterday. The low reservoir warning was set to 50u. Customer was advised that depending on how quickly she used that 50u, it may not have been enough time to trigger an alarm. Customer was offered to run a high pressure test, but customer declined. Customer was advised to call back when she wants to run the test. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.